Event description:
During incoming inspection at zoll medical's technical service dept, the device displayed "defib disabled", "pacer disabled", "pacer fault 116" and "defib fault 72" messages. There was no pt involvement in the reported malfunction.